Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during unspecified timing, the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the endoscopic image failure occurred due to a failure of the camera cable unit. -the camera cable was twisted. Omsc checked the device history record of the subject device, there was no irregularity found. The exact cause of the reported event could not be conclusively determined, because the subject device has not been returned to omsc. However, based on the information from sorc, omsc surmised that the endoscopic image was not displayed due to the disconnection due to the twist of the camera cable. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.